Event description:
As reported by the user facility: details of complaint (reported issue): halfway through platelet transfusion writer noticed platelets leaking on floor blood trans fusion tubing leaking at the port site to pt(fillet placed above closet prot or patient). No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400614698. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. The sample was visually evaluated, and no defects were observed. The sample was then leak tested, and leakage was observed between the backcheck valve and y site caresite. Based on the results of the sample evaluation, the reported defect was not confirmed to be a manufacturing defect. While an exact root cause cannot be determined, a review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing process(es). Based on these findings the most likely potential cause is that the defect originated from the excessive force being placed on the valve during use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.